Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "plastic shaving" was found on the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The lot number was built on afa line 11, from (B)(6) 2017 thru (B)(6) 2017. Review of the DHR¿s revealed that all challenge, set-up and in-process samples were performed per specification in accordance with the quality control plan and all passed per specifications. No quality notifications were initiated during production. Received a total of 4 units as follows: 2 units were received within open packages, one of which the needle was fully retracted within the safety barrel. 2 units were received on sealed packages and all components were intact. Visual/microscopic evaluation: none of the units received revealed foreign matter on the any of their components. Evaluation of the photo provided by the customer revealed a white-clear material on the catheter tubing of an iag 20ga unit displayed. The fm observed on the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process.

Event description:
It was reported that a "plastic shaving" was found on the tip of the bd insyte autoguard bc shielded IV catheter needle. There was no report of exposure, injury, or medical intervention.